Event description:
It was reported that during a total laparoscopic hysterectomy procedure the tissue pad became damaged and fell into the pt. The pad was retrieved through the trocar with a grasper no x-ray was taken. They completed the procedure with a new like device. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.